Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2sqjb product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an I mplantable neurostimulator for patients with inflammatory bowel disease. It was reported that at the 8-week visit ((B)(6) 2023), the patient reported she had exposed wires from the device. Up until this point, the subject felt she was improving overall, with a mayo clinical score of 0 at the 4-week visit. There were no abnormalities noticed at the device site on physical examination at the 4-week study visit. On (B)(6) 2023, the patient was evaluated by the surgeon, started on prophylactic antibiotics, and scheduled for a device explant and reimplant on (B)(6), 2023. On (B)(6) 2023, the subject underwent a device explant on the right side. There was no sign of infection noted at the time of the procedure. She underwent a simultaneous re-implant of the neurostimulator on the left side, with the tined lead placed in s3 on the left. Pre-operative sterile scrub and pre-operative intravenous antibiotics >60 minutes prior to skin incision) were administered. The subject tolerated the procedure well; there were no adverse events or complications during the index procedure, and the subject was discharged the same day. The pi classified the event as definitely related to the device and procedure.